Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient experienced a loss of osseointegration. There are plans reimplant the patient; however, yet to occur as of the date of this report.